Event description:
Allergan received a report that a male patient was treated on (B)(6) 2018 and (B)(6) 2019 with coolsculpting to the lower abdomen and flanks using a cooladvantage coolcore applicator. About 6 months after the first treatment, the patient experienced firmness and visible enlargement to the lower abdomen. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2018 and (B)(6) 2019 with coolsculpting to the lower abdomen and flanks using a cooladvantage coolcore applicator. About 6 months after the first treatment, the patient experienced firmness and visible enlargement to the lower abdomen. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the lower abdomen.